Manufacturer narrative:
It was reported by the customer that the infusion set was leaking. One sample secondary set was submitted for quality investigation. Visual inspection was conducted and there were no damages or defects identified. The secondary set was connected to a sample primary set and a simulated infusion was conducted to determine if the sample was leaking. A simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. There was no leakage identified during the simulated infusion. The customer complaint of leakage could not be verified. A root cause for the leakage was not determined because the failure could not be replicated. A device history record review could not be performed because the lot number was reported as unknown.

Event description:
No additional information received.

Event description:
It was reported that bd alaris secondary set was leaking the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. The first thing I did was check the clamp; it was open. I followed the IV tubing right from the bag of medication. Seeing that the chamber in the secondary line was all cloudy and looked like it had crystalized and looked thick. I stopped the infusion. Looked at the medication in the bag, it looked fine, still clear. No cloudiness or crystals. So, we changed the secondary line and ran the medication. I went to speak to tina cn and show her what I had found, as I had never seen a medication all cloudy/crystally like that before. We brainstormed as to what we thought it was. (5mins or so). I went back to the patient's room to look at it again. I then followed the rest of the tubing down from the secondary line towards the patient. There was sediment in the line from below the pump to about halfway down. I stopped the infusion, took down all the tubing, realized that her IV was leaking. I am unable to say whether any sediment got into her or not. I called pharmacy and got a new IV bag sent up and it got hung with all new tubing by stepanie and a new IV site started. Date on the secondary bag dated june 12.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed